Event description:
It was reported that during the unk surgery, before used on the patient, noted the packing was damaged another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. D4: batch # unk. Investigation summary: visual analysis of the returned sample revealed that the gst45d reload was returned with an opened package. Upon visual inspection, the package was noted to be without apparent damage. The reload was received unfired with the reload pan partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. The event could not be confirmed as no package damage was noted. The reported complaint could not be confirmed. Device history review a manufacturing record evaluation was performed for the finished device lot number 725c92, and no non-conformances were identified additional information was requested and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Tyvek. Was sterility compromised as a result of the packaging damage? Yes. What was done with the device (discard, return etc) will return.